Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the balloons and obturators. The valve seals on two of the units had some clear plastic between the seal door and valve seal. The valve doors appeared intact. The insufflation bulbs were not received. A functional evaluation found that the plastic was removed and then using a test insufflation bulb the balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal inguinal hernia, when using the device on extra preperitoneal space, trocar did not sit in obturator correctly and could not insufflate. Another device was opened to resolve the issue. There was no patient injury.